Event description:
We received an allegation about discrepant results for 2 patients' plasma samples tested with triglycerides (trigl) assay on a cobas c503 analyzer. Sample 1: initial result: 328 mg/dl. Repeat result: 185 mg/dl. Sample 2: initial result: 304 mg/dl. Repeat result: 205 mg/dl. No questionable results were reported outside the laboratory. The customer noticed that the results from the laboratory's information system did not match the patient's medical history. The samples were then repeated. The repeat results were deemed to be correct.

Manufacturer narrative:
The trigl reagent lot number was 73558801 with an expiration date of 30-jun-2024. The lamp and the cuvette were last replaced on (B)(6) 2024. The customer performed the last daily maintenance on 13-feb-2024 around noon time. All special wash programming had been installed. A general reagent issue can be excluded because the qc was within range. On (B)(6) 2024 the field service engineer found a contaminated sample probe and salt buildings at the mixer. He decontaminated the sample probe and cleaned the mixer. He then checked the water level for washing the cuvette/ sample and reagent probe and it was acceptable. The cause was consistent with salt buildings at the mixer in combination with a contaminated sample probe (pre-analytical issue). Preanalytics are within the customer's responsibility. The service actions (decontaminating the sample probe and cleaning the mixer) resolved the issue. No further issues were reported afterward.